Manufacturer narrative:
D6: info not available. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, melted/uncut; damaged anvil / anvil shroud, no; damaged guide face, yes/melted; damaged knife, no; damaged staple pockets, yes/melted; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: safety release, good; and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being uncut but with an indentation around the entire circumference. It should be noted that to ensue the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the ecs33 was used during a reversal of hartman's procedure. It was reported by the affiliate the device was fired and it either misfired or was not adequate to anastomose bowel tissue due to presence of fibroids. An ecs29 was opened to complete the case and the anastomosis did not hold. The surgeon returned the procedure to a permanent end colostomy. There was no consequence to the pt.